Event description:
Lens began to unfold before it was even placed in the eye and due to its thickness, it was not able to re-fold and re-insert into the cartridge. A different lens was used to complete the procedure. There was no harm to patient.